Event description:
It was reported that the battery is dead. There was reportedly no patient involvement.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. The customer refused to repair the device. Although no evaluation was performed, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.